Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 08/23/2019. Device returned to manufacturer: yes. Device evaluation: the z9002 lens was received in the original packaged. Visual inspection using microscope magnification was performed. One lens haptic was observed distorted/bent, confirming the reported issue. Evidence of viscoelastic residues was detected on the unit. The lens was handled and used. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation request for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: if implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported z9002 19.5 diopter intraocular lens (iol) the haptic was bent and kinked in the cartridge. New design has a wider thread and advances too quickly causing it to rotate and kink the haptic in the cartridge. There is no patient contact, no serious patient injury, no medical complications, and there was no surgical intervention. No additional information was provided to johnson & johnson surgical vision.